Event description:
Customer called and reported sparks shot out of the switch.

Manufacturer narrative:
Past investigations with similar events on this model pad has revealed: cord-cut near the strain relief due to user misuse. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.